Manufacturer narrative:
The device was received for evaluation. A secondary line with a spike was attached to the bag. Visual inspection revealed a colorless rounded particle inside the bag. The morphology of the particle was consistent with the membrane tube film. The administration port tube was examined for the presence of the membrane film. The membrane film was absent. The reported condition was verified. The spike added to the administration port caused the membrane film to detach from the port tube. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿something broke off¿ of a 500ml intravia empty container, and the floater went inside of the bag. This occurred while the customer was attempting to spike the bag. There was no patient involvement. No additional information is available.